Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that she was without stimulation and unable to communicate with the ipg using either the charging system or programmer. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg. No further information is available.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.